Event description:
It was reported that the catheters were packaged incorrectly. The catheters were backwards in the packaging or the opening was on the wrong end of the packaging, allegedly making it difficult for the patient to use the catheters and keep them sterile. The patient allegedly had to reposition them before he used them.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Manufacturer narrative:
The device was not returned.

Event description:
It was reported that the catheters were packaged incorrectly. The catheters were backwards in the packaging or the opening was on the wrong end of the packaging, allegedly making it difficult for the patient to use the catheters and keep them sterile. The patient allegedly had to reposition them before he used them.